Manufacturer narrative:
The customer reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Force sensor assy- failure. Case description: customer notices error 352.6640 on 8120, at power on. Failure device type: alaris system instrument. Failure problem type: 8120. Failure mode: troubleshooting/ error codes. Case resolution: customer notices error 352.6640 on 8120, at power on. ¿ explained the problematic issue to customer. ¿ customer notices there¿s not a display of the software version for the pca module. ¿ customer to have the logic board repair/replaced to resolve issue. ¿ transfer customer to our service coordinator to send device for warranty repair. ¿ end call.